Event description:
Pt was originally implanted with a compression hip screw in 1994. Pt was revised a few yrs later due to a non-union and implant failure. Pt then was implanted with a blade plate which broke as well. In 1999, the surgeon implanted an m/dn 13 x 36 recon nail with grafting and a bone stimulator. This nail fatigued and was revised to a 16 x 36 m/dn recon with grafting and a bone stimulator in 2000. The dr understands this was a risky pt to try to get healed but continues to try due to pt's age.